Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the product is returned or additional information is obtained. The actual date when the medical event occurred is unknown. The date of manufacture is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported via email that he experienced an allergic skin reaction while wearing adc freestyle libre sensors. He further reported that after approximately 7-9 months of use he started to develop ¿circular, red, inflamed patches, that are itchy¿ where the sensor had been inserted. The red patches range from ¿angry red to light pink¿. Customer noted the residual circles take over four months to heal. On an unspecified date customer had contact with a healthcare provider who suggested he use 1% hydrocortisone cream. No additional treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint is related to skin irritation or an allergic reaction to the patch adhesive of the freestyle libre sensor. Dose audit reports were reviewed and demonstrated the continued effectiveness of the established sterilization process for libre sensor kits. Environmental monitoring reports were reviewed, including bioburden and endotoxin testing, and demonstrated that all monitoring processes continue to meet adc minimum requirements for product quality. Clinical data was reviewed and confirmed that freestyle libre sensor continue to be safe, effective, and perform as intended in the field. A tripped trend review was completed for the reported complaint and fs libre sensors, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported via email that he experienced an allergic skin reaction while wearing adc freestyle libre sensors. He further reported that after approximately 7-9 months of use he started to develop ¿circular, red, inflamed patches, that are itchy¿ where the sensor had been inserted. The red patches range from ¿angry red to light pink¿. Customer noted the residual circles take over four months to heal. On an unspecified date customer had contact with a healthcare provider who suggested he use 1% hydrocortisone cream. No additional treatment was reported. There was no report of death or permanent injury associated with this event.